Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) 4 and completed the device evaluation. The unit was analyzed and the reported problem of error 23062 which was confirmed as having occurred in the field and replicated. The usm was tested on an in-house system in normal mode with no triggered errors. Unit was tested on a testing platform where it failed the sine cycle carriage friction test.

Manufacturer narrative:
The field service engineer (fse) replaced the universal surgical manipulator (usm). An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the nurse called to report they are having a repeated recoverable fault on universal surgical manipulator (usm) 4. The technical support engineer (tse) reviewed error logs and found several instances of recoverable fault 23062 on usm 4 axis 6. Tse guided caller to press the emergency stop button and recover the fault, but the issue persisted sporadically. Tse guided caller to continue with procedure using only 3 usms. The procedure was completing as planned with no reported injury.